Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported not performing the air removal step when filling the cartridge. Customer was educated on the air removal process per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.